Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-04634, 2134265-2010-05231, 2134265-2010-05197. It was reported that during a stenting treatment procedure, st elevation, sluggish flow and a vessel dissection occurred. The patient presented due to myocardial infarction and underwent cardiac catheterization. Access was obtained via the right common femoral artery and standard catheters. Angiography revealed a 95% stenosed and 12mm long target lesion located in the mid left anterior descending coronary artery (lad) extending into the proximal lad located between the two diagonal branches with a reference vessel diameter of 3.0mm. There was mild diffuse disease throughout its course. Timi flow was "2". A non-bsc guide wire was used to cross the lesion and predilation was carried out with a 2.5x12mm apex balloon inflated to 8atm followed by deployment of a 3.5x16mm taxus liberte study stent deployed at 10atm. Post dilation was performed with a 3.5x12mm quantum maverick non-compliant balloon inflated 2 times at 12atm. At this point, the patient developed st segment elevations but remained asymptomatic. Angiography revealed evidence of no-reflow with extremely sluggish flow to the distal vasculature and an absent timi blush. The non-bsc wire was then re-extended and a 2.0x9mm maverick over the wire balloon was advanced into the distal lad. The wire was removed and intracoronary nitroprusside was administered. The st segments normalized and distal flow was re-established. There was evidence of a hazy lesion just after the first stent at the ostium of the second diagonal branch. The non-bsc guide wire was re-advanced and intravascular ultrasound (ivus) revealed evidence of an edge dissection with a small hematoma which was treated with a 3.0x12mm taxus liberte stent deployed distal to the first stent at 9atm. Post dilation was performed with the stent balloon again at 9atm. It was post dilated with a 3.0x12mm quantum maverick non-compliant balloon at 14atms resulting in 0% residual stenosis and excellent flow to the apex with a normal timi blush score. The patient's st segments had completely normalized. The case was then closed. No complications were reported as a result of the dissection and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).